Manufacturer narrative:
One medfusion pump was returned for analysis in used condition. Visual inspection of the pump shows the pump is in fair condition. The top case was chipped and cracked. The bottom case was cracked. Review of the event history log shows no motor messages logged. Use testing was performed. The customer complaint was confirmed. Service replaced worn gear and coupling. The root cause is worn gear and coupling.

Event description:
Information was received indicating that a motor rate error occurred to a smiths medical medfusion® 3500 syringe pump. No adverse effects were reported.

Manufacturer narrative:
One medfusion pump was returned for analysis in used condition. Visual inspection of the pump shows the pump is in fair condition. The top case was chipped and cracked. The bottom case was cracked. Review of the event history log shows no motor messages logged. Use testing was performed. The customer complaint was confirmed. Service replaced worn gear and coupling. The root cause is worn gear and coupling.